Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient had high blood glucose 400 mg/dl and admitted to hospital. When the patient was admitted to the hospital, symptoms of diabetic ketoacidosis were reported. The patient had IV insulin drip (intravenous insulin infusion) and requested a normal pump treatment. The duration of hospital was for three days. No further information was available.